Event description:
A bipap a30, silver series was returned to a third-party service center for service. There was no harm or injury reported. The device was not reported to be in patient use. During the preliminary evaluation of the bipap a30, silver series device at the third-party service center, it is documented that the device presented with a defective printed circuit assembly (board). The unit was identified to have had thermal events with burn marks on the six-pin base cable. During evaluation, the debug technician noticed that the base cable is burnt. The device will be returned to the manufacturer's product investigation laboratory (pil) for further investigation. The device has not yet been received by the manufacturer for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
There was no harm reported; however, in the previous report, serious injury was reported for "type of reported complaint." It has been corrected in this report as malfunction.